Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the tube sst plh 13x75 3.5 plbl gold br had the stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter: the customer stated there was an "opening of the stopper inside the centrifuge, after the sample centrifugation process.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the tube sst plh 13x75 3.5 plbl gold br had the stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter: the customer stated there was an "opening of the stopper inside the centrifuge, after the sample centrifugation process.¿